Manufacturer narrative:
Evaluation results: visual inspection of the returned product found the lens stuck in a cartridge. There was no visible damage to the cartridge. An injector was returned with no visible damage. There was evidence of clear surgical residue. It should be noted that the foam tip plunger was not returned for evaluation. Conclusions: based on the complaint history and the evaluation of the returned product, a possible root cause of the event may be customer use of a non-approved delivery system.

Event description:
The reporter stated, the surgeon attempted to insert a cq2015 collamer three piece lens and the haptic tore as the lens was advancing through the cartridge. There was no patient contact. The injection system used has not been approved for use with this lens. This is one of two lenses used for this patient - see MFR. Report # 2023826-2007-01825.